Manufacturer narrative:
The hill rom tech found the bed not zeroed correctly. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2011 - 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the beds scale to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm would not set. The bed was located at the account in the hallway. There was no pt/user injury reported. (B)(4).